Event description:
Per the audiologist, on april 22, 2008, the recipient reported that he was unable to hear with his cochlear implant system. The patient also reported that he received a "shocking" sensation with stimulation. Reprogramming and exchanging external equipment did not solve the problem. The results of an integrity test done in 2008, were consistent with normal device function. One day prior, the audiologist reported that a CT scan was read as being within normal limits. Reprogramming was done, deactivating electrodes that had shown variability in impedance values over the years. The patient's responses to sound and reports of "shocking" were "very inconsistent". The folowing month, the audiologist reported that the patient's responses were still very inconsistent and that he had discontinued use of the cochlear implant system. The patient's device was explanted eighteen days later, and he was reimplanted with a new device during the same surgery. The patient also received a bilateral implant.

Manufacturer narrative:
This report was filed july 11, 2008.